Event description:
A customer contacted beckman coulter (bec) reporting that approximately fifty (50) patient samples had produced abnormal erratic ion selective electrode (ise) results generated on the olympus au2703-02e (au2700) with ise clinical chemistry analyzer (210v). The customer confirmed that no erroneous results were reported out of the laboratory. All samples were rerun on an alternate instrument and yielded results within the normal ranges. The customer did not provide any patient data information for this event. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not available. Quality control (qc) was run prior to and after the event and recovered within the laboratory established ranges. The customer had already performed the manual cleaning maintenance with no improvement. A bec field service engineer (fse) was dispatched for this event. The fse found bubbles in the reference line from the reference line to the flow cell and that was no reference solution getting to the ise flow cell. It has been confirmed that bubbles in the reference tubing are definitive of a reference valve failure. The fse replaced the ise reference valve which resolved the issue. The fse primed the system and performed two (2) consecutive and passing calibrations. Three (3) levels of qc were also run with acceptable recovery. System was validated to be meeting performance specifications. The erroneous ise results were caused by an ise reference valve malfunction as indicated in the urgent product correction letter reference in the field action 2050012-08/22/2013-008.